Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, the coil detached in the microcatheter while it was being re-sheathed. The physician had to take the microcatheter out of the aneurysm without having a micro wire in it. Once the physician removed the microcatheter, he was not able to push the coil out of the micro catheter using the coil pusher or micro wire. The physician decided not to proceed with any more coils. There was no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.